Event description:
Noted red skin burn type marks to patient's right upper and lower chest where pads were in place. Per philips, need to determine if a new case number is needed or if this can be added to an existing complaint related to pad use.

Event description:
Noted red skin burn type marks to patient's right upper and lower chest where pads were in place. Per philips, need to determine if a new case number is needed or if this can be added to an existing complaint related to pad use.